Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event. The tablet works correctly, and drop-down menus are complete. Review of the provided files did not show any trace of the reported event. The most probable hypothesis is that a random bug occurred. The root-cause could not be clearly established. No general malfunction is suspected on the device. This case is retained and utilized for trends purposes.

Event description:
Reportedly, on (B)(6) 2024: some data are missing on the drop-down list -the on/off button is out of order, there is no more rubber.

Manufacturer narrative:
Analysis of the returned subject device half confirmed the reported event: the on/off button is damaged as described; however, there is no missing data on drop-down lists. The files have been extracted and are investigate by the r&d department, conclusion is not yet available.

Event description:
Reportedly, on 9-december-2024: some data are missing on the drop-down list. The on/off button is out of order, there is no more rubber.